Manufacturer narrative:
H3, h6: the reported 4.5 twinfix ultra ha anchor assembly, used in treatment, was returned for evaluation. Visual assessment confirmed the reported breakage. The distal end of the anchor has cracked at the suture eyelet. Dimensional assessment of the anchors major diameter was found to meet print specifications. Examination of the inserter showed no abnormalities. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site with the correct prep device. Excessive force applied during insertion. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a shoulder rotator cuff repair surgery, the anchor was found fractured, the device did not break inside the patient's anatomy, however, additional bone hole was required to complete the surgery. No patient injuries or delay reported. A back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.